Event description:
It was reported that this (B)(6) male patient's right shoulder was revised due to infection. Surgeon performed a wash out and replaced the glenosphere, liner, tray, glenosphere locking screw and torque screw. Patient was last known to be in stable condition following the event. The devices will not be returning due to hospital policy.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): tray, glenosphere, torque screw, gleno locking scew.

Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.